Event description:
It was reported that while dancing at a party, the patient received two shocks and a burst therapy for an episode in the fvt (fast ventricular tachycardia) zone, which was apparent af (atrial fibrillation) with rvr (rapid ventricular response). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419378 implantable pacing lead, (B)(6) 2007. A 5076-52 implantable pacing lead, (B)(6) 2007. (B)(4).